Event description:
It was reported that this right ventricular (rv) lead perforated near the atrial appendage. A computerized tomography (CT) scan confirmed the perforation, along with high capture threshold measurements and loss of capture (loc). Lead was explanted. No additional adverse patient effects were reported.